Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) eroded through the patient skin. It was further reported that the device was undersensing. The icm was explanted. No further patient complications have been reported as a result of this event.